Event description:
It was reported that in two times in less than 5 days they had to go back to the emergency because the dome bag kept leaking at the bottom. After their second visit they gave them an extra bag just in case it also leaks. Their ER visits were in two different hospitals. Per customer follow up on (B)(6) 2024, it was reported that lot: ngjp1952 was provided. The patient reported there was plenty of impact but did not specifically identify any. No other information was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "caution: this product contains natural latex rubber which may cause allergic reactions. "Directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Positon bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap." This is a single use device. Do not resterilize any portion of the device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to serious injury, illness or death of the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.